Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017. The customer was given juice to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. Customer was also calling about the pump suspend feature, based on the fact that she had accidentally given herself too much insulin. The customer was at 130 mg/dl at the time of the call. Customer went up to 204 mg/dl and decided to resume insulin delivery via the pump. The insulin pump will not be returned for analysis.